Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the knife only moved approx 40%, instead of 100% that it is supposed to move. This caused the staples to fail to come out of the reload unit. There was no pt consequence.

Manufacturer narrative:
Broken firing belt. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge condition, ab partially fired; cartridge returned batch number, a eg0010 b eg00; condition of guide block, n/a; condition of knife; good; condition of wedges, good; firing handle condition, good; is knife present, yes; lockout indicator, ab partially fired c and staples present in instrument, no. Functional tests & results: was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a broken firing belt. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly.